Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that the coil was advanced in the catheter to the treatment site and prematurely detached. The coil was removed using a snare device successfully. No harm or injury to the patient was reported.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the implant coils stretched, entangled and separated from the pusher. The pusher was not returned for evaluation. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. This condition is consistent with the coil becoming stuck or experiencing friction during repositioning within the aneurysm (i.e., stuck on previously implanted coils or the tip of the microcatheter). The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.